Manufacturer narrative:
As per the previous case, the component code grid was entered incorrectly. In this case, it has now been corrected.

Manufacturer narrative:
Correction to the previous report. Previously the "510k number" and "due date" was incorrectly filled. Now the section has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation, no foam particles were noted in the airpath, yet blower foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the evaluation of the device data identified no error codes. There was also presence of dust in the device. The device was scrapped by the service center after the evaluation was completed.